Event description:
Blood was noted on the linen under 3 way connector to broviac. Blood was noted to be leaking from medication port of 3 way connector. Medication line connected but not infusing at this time. The broviac was clamped, tubing changed, the 3 way connector saved.